Event description:
During a remote follow up, episodes oversensing due to noise resulting in inhibition were noted on the right ventricular (rv) lead. No intervention has been performed at this time. Further information has been requested but has not yet been received.

Event description:
Additional information was received indicating the right ventricular (rv) was capped and replaced to resolve the event.